Event description:
The customer reported a nurse hung a magnesium bolus on a pt and later discovered that it had infused over 10 minutes instead of 2 hours. There was no pt harm and no medical intervention was reported. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). All affected product has been requested. The customer stated that the product will not be returned because they are unable to locate the device involved in the incident. A f/u report will be submitted should the device be returned for investigation.